Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There was evidence of dried fluid present within the cassette compartment on the pump door, however there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. There were no visual indications of particulates within the cassette area. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. During the internal visual inspection, dried fluid was also found on the rear panel assembly. The cause for the dried fluid could not be determined. During the mushroom head check, it was noticed that pump b was installed cross threaded. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that the screen of their liberty select cycler went blank during an unknown phase of their pd treatment. The patient pressed ok, stop, and touched the screen, however the screen remained blank. The patient was advised to reboot the cycler. Although the ok and stop keys lit up, the blank screen issue persisted. At that point in time, the ts representative advised the patient to discontinue use of the cycler and issued them a replacement cycler. The patient was also advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. It was reported that the patient would perform an alternate method of pd therapy. Upon follow-up, it was confirmed that no adverse effects were experienced and medical intervention was not required due to the reported issue. The patient reportedly completed their treatment. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.